Event description:
It was reported that shaft break. A 4.00 x 38 mm synergy xd drug eluting stent was selected for use. During inflation, the shaft broke, preventing the stent from being inserted. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the synergy xd stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube found a break at the laser cut region. The break was contained in the mid-shaft extrusion. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break. A 4.00 x 38 mm synergy xd drug eluting stent was selected for use. During inflation, the shaft broke, preventing the stent from being inserted. There was no patient complications reported.